Event description:
Customer called to report multiple occurrences of a leak from the cc (cartridge chemistry) sample probe of the unicel dxc 800 synchron system, which resulted in cuvettes failing water blank test errors. Customer cleaned the spill and was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to prime the cc subsystem, after which no leaking from the probe was observed. Customer was then instructed to run a side sample, and no leaks were detected. The same cuvettes that failed the initial water blank failed the same, which indicated that the cuvettes were dirty. This was the cause of the system flag for the water blank failure, and required direct cleaning of the individual cuvettes. Customer was then instructed to use proper ppe to clean the cuvettes.

Manufacturer narrative:
The issue appeared to have been resolved with the troubleshooting instructions provided by the cts, as no further leaking was observed. However, customer called back to report that the same issue occurred on (B)(4) 2012, and twice on (B)(4) 2012. Additional medical device reports were filed for each of those events, respectively, as: MDR #2050012-2012-00568 (B)(4), MDR #2050012-2012-00569 (B)(4), MDR #2050012-2012-00570 (B)(4).